Event description:
During the pta treatment procedure difficulty was encountered removing the synergy balloon dilatation catheter. Following treatment of the lesion in the left external illiac artery and balloon deflation, resistance was encountered backing the balloon into he sheath for removal. The sheath and balloon catheter were subsequently removed as a unit. A new balloon catheter was used and the pta treatment was successfully completed. A 5 fr medikit and radifocus 0.035/150 cm guidewire were used in the procedure. No pt injuries or complications were reported. The pt's status was reported as 'good'.